Event description:
It was reported that during an angioplasty treatment procedure, a guide wire tip detached. The chronic total occlusion target lesion was located in the moderately calcified anterior tibial artery. During advancement of a 300cm journey guide wire to the target lesion some resistance was encountered. While withdrawing the journey guide wire from the occluded target lesion resistance was encountered and approximately 1 cm of the journey guide wire tip detached and remained in the anterior tibial artery. Due to the vessel occlusion, no attempt to retrieve the detached journey guide wire tip was made. They were successful in opening the other two tibial vessels. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed the core wire and high torque sleeve were fractured. The distal tip, including the coil wire/core wire/ribbon ccr joint was not returned for analysis consistent with the reported separation. The remaining high torque sleeve measured 6.5" long from the fracture to the adhesive ramp. Magnified inspection of the fractured end of the high torque sleeve presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the fractured ends of the core wire and high torque sleeve revealed there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).